Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed flow rate accuracy test and also alarmed upstream occlusion when there was none-present. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "alarmed upstream occlusion" was not reproduced. The device was tested for upstream occlusion detection and it passed. Event history log was completed and in the last day of customer use, the customer ran the pump multiple times at a rate of 999 ml/hr and experienced "upstream occlusion!" Alarms, however, upstream occlusion detection testing failures cannot be determined through the history log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No device correction was required. During functional testing, the reported problem "failed flow rate accuracy test" was reproduced. Evaluation tested the pump for flow accuracy and it failed with an error percentage of 5.34%. Ehlr was completed and in the last day of customer use, the customer ran three accuracy tests at a rate of 40 ml/hr with a vtbi of 20 ml, and all three test ran to completion without interruption. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the pressure plate. The pressure plate travel required to be repaired to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.